Manufacturer narrative:
Section a4 weight: unknown, information was requested but not provided. Section a5 ethnicity: unknown, information was requested but not provided. Section a6 race: unknown, information was requested but not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted and subsequently explanted from the patient's left eye. The reason for the explant was not specified. No further information was provided.